Event description:
A silicon tube for screw tip protection, which had been applied to a bending stick to impact chs plate, was lost in the wound during a surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.